Event description:
The customer reported via the sales rep that sterile services had swabbed the orange o-ring from one of the exeter v40 femoral trial heads and it had tested positive for bacteria. The customer reported that the heads have been re-processed through an automated washer over 600 times. The customer reported that the orange o-ring that was swabbed had broken apart and had black residue on it. No adverse consequences were reported.

Manufacturer narrative:
An event regarding cleanability issues involving a v40 head trial was reported. The event was confirmed. The returned device is in used condition. Clinician review was not requested as the event is unrelated to patient factors. No adverse consequences to a patient were reported as the event occurred during inspection. Device history review could not be performed as a valid lot code was not provided. Complaint history review could not be performed as a valid lot code was not provided. Conclusions: the investigation concluded that the alleged cleanability issues were caused by prolonged service life. The returned devices with damaged o-rings have reached the end of their useful life due to normal wear and must be replaced. No evidence of material or manufacturing defects was found during the investigation.